Event description:
(B)(4).

Manufacturer narrative:
The device was returned to resmed design house in (B)(4) for an extensive engineering investigation. The reported single occurrence of a system reset and system fault 180 was confirmed through review of the device logs. The investigation determined that the device fault was most likely due to and oversensitive software detection algorithm. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility in sydney, australia so that an engineering investigation can be performed. The device has not yet been received, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).